Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Gtin: (B)(4).

Event description:
It was reported that the slingshot finger broke during a procedure. Finger of slingshot was retrieved from patient and case completed.

Manufacturer narrative:
Alleged failure: slingshot finger broke. Probable root cause: design: instrument handle/thumb lever assembly not design to withstand anticipated use manufacturing. Assembly of instrument components not to specification. The product was not returned for investigation therefore the reported failure mode was not confirmed. The alleged failure mode will be monitored for future reoccurrence. Mfg date: manufacture date is not known. (B)(4).

Event description:
It was reported that the slingshot finger broke during a procedure. Finger of slingshot was retrieved from patient and case completed.